Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was inaccurate and after receiving low battery alters/alarm, pump shut off. Customer's blood glucose was 124 mg/dl. Tandem technical support assisted customer with resetting pump and customer resumed pump therapy.